Event description:
Event description guidant received information that this ventricular lead has intermittent loss of capture and a drop in lead impedances. The impedances were 530 ohms but have dropped to less than 100 ohms. The issues are in bipolar mode. Unipolar impedance and capture appears to be good. Tapping on the device, and pocket manipulation, elicits noise on the ECG.